Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a closurefast 7fr catheter and rfg3 generator to treat the great saphenous vein (gsv) as per the IFU. During the procedure the correct temperature was not reached, and it was reported that the power of the generator fluctuated several times between 0w and 40w. A second catheter was attempted to be used but the same difficulties were experienced. The procedure was stopped by the physician as a result of the experienced difficulties and it was decided to complete the procedure with surgery.